Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: hormonal issues, severe back and joint pain, breasts have turned black and blue, hair growth, severe migraines and swollen/painful breasts. There isn¿t an official medical diagnosis for breast implant illness.